Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding except for the bolus button. Customer stated the device was exposed to high humidity. Blood glucose value was 467 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.